Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 260 mg/dl. Customer's mother stated that they cannot give a bolus because the pump won't clear the alarm. Customer's mother reported that her daughter has autism and cannot speak much. Insulin pump will need to be replaced. No additional info provided.